Event description:
It was reported that pump experienced malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump, malfunction did not recur after reset, caller chose to load new cartridge and resume insulin independently, and was advised to continue using pump and to call back if malfunction recurred.